Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of set screw anomaly was confirmed in the laboratory. Analysis found that medical adhesive inside the ventricle set screw inset impeded proper engagement of the wrench to allow for the tightening of the set screw.

Event description:
It was reported that the set screw was not able to be tightened. The wrench was not able to be engaged. The device was replaced.